Event description:
This is a spontaneous case report received from a medical doctor in united states on 12-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted. The physician reported his patient had an essure confirmation test performed and the results read that the outer coil was fractured but full, bilateral occlusion was achieved. The physician said the right coil was perforated with separation of the inner and outer coils. The patient was asymptomatic. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her essure confirmation test showed the right coil was perforated with separation of the inner and outer coils (outer coil was fractured). These events were interpreted as fallopian tube perforation and device breakage. Perforation is listed according to essure's reference safety information, while device breakage is unlisted. In this particular case, limited information was provided and the exact mechanism of the events is not known. Nevertheless, given their nature a causal relationship with the suspect device cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Further information and a product technical analysis are being sought.

Manufacturer narrative:
Upon receipt of lot number the product technical complaint (ptc) investigation and final assessment were updated and received on 22-feb-2016. (B)(4). Batch number d01973 . Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Follow-up received on 10-mar-2016: no new clinical information. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her essure confirmation test showed the right coil was perforated with separation of the inner and outer coils (outer coil was fractured). These events were interpreted as fallopian tube perforation and device breakage. Perforation is listed according to essure's reference safety information. Device breakage is listed upon receipt of technical assessment. In this particular case, it was reported that 3 months after essure insertion, device breakage was diagnosed. The exact mechanism of fallopian tube perforation is not known. Nevertheless, given their nature a causal relationship with the suspect device cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information no product quality defect was confirmed. Further information is expected.

Manufacturer narrative:
Follow-up information received on 28-dec-2015: device breakage questionnaire was received. Patient's demographic information was provided. On (B)(6) 2015, essure lot number d01973 was inserted. On (B)(6) 2015, device breakage (outer coil implant broke) was diagnosed. Abnormal separation of proximal and distal markers of outer coil was noted on hsg. Impression of hysterosalpingogram (hsg) performed on (B)(6) 2015: findings consistent with fracture of the outer coil of the right essure device as described. Both fallopian tubes are obstructed with no tubal opacification or free spill demonstrated. It was unknown if essure was removed (patient went for a second opinion). It was denied patient injury. Follow-up information received on 04-jan-2015 - breakage questionnaire provided: the physician stated the patient was not his patient. No further information was provided. Follow up information received on 20-jan-2016: the physician reported he did not place essure in the patient. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her essure confirmation test showed the right coil was perforated with separation of the inner and outer coils (outer coil was fractured). These events were interpreted as fallopian tube perforation and device breakage. Perforation is listed according to essure's reference safety information. Device breakage is listed upon receipt of technical assessment. In this particular case, it was reported that 3 months after essure insertion, device breakage was diagnosed. The exact mechanism of fallopian tube perforation is not known. Nevertheless, given their nature a causal relationship with the suspect device cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. An updated product technical analysis is expected. Despite follow up attempts, no further information was obtained.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up received on 04-apr-2016: uterine/tubal perforation with essure questionnaire was received. Information received from physician states that a (B)(6) female patient who has no previous gynecological interventions and has as previous pregnancies gravida 3, para 3 and no abortions, ectopics or c-sections; had essure inserted on (B)(6) 2015 during her follicular phase. Patient's first day of last menstrual period before insertion was (B)(6) 2015. Patient was not breast-feeding at the time of insertion and her last delivery was not a caesarian section. According to health care professional, there were no abnormal uterine findings prior to insertion. Cervical dilatation, sounding, paracervical block and analgesia with xanax, hydrocodone and toradol were applied during insertion. Physician considered the insertion, as well as the visualization of tubal ostia, easy. There was no fluid loss more than 1500cc during procedure and it did not take more than 20 minutes. There were no complaints immediately after insertion. On (B)(6) 2015, during routine check-up/time of essure confirmation test, device incorrect position was diagnosed by hysterosalpingogram. According to health care professional, no perforation occurred (discrepant information). It was also informed that essure in left tube was in correct position; however essure on right side was fractured with separation of proximal and distal markers. Patient presented no symptoms. Additionally, physician informed that tubal occlusion was confirmed with the first test and no second test was performed. Patient was advised to rely on essure. Physician also informed that does not know whether essure was removed and states that patient went somewhere else for consult. Follow-up information received on 07-apr-2016: the placement procedure was reportedly uncomplicated by a different provider. The patient presented the reporting doctor for a second opinion after radiology report was suggestive of a fractured coil. The patient was asymptomatic but requesting reveal. On (B)(6) 2015, the hsg images for review by a third physician and per her report, there was a right coil perforation with separation of inner/outer coils. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her essure confirmation test showed the outer coil was fractured. A perforation was suspected by one physician and denied by other. These events were interpreted as fallopian tube perforation and device breakage. Perforation is listed and breakage is unlisted according to the reference safety information for essure. Device breakage is listed according to product technical analysis. In this particular case, device breakage was diagnosed 3 months after essure insertion. Considering that during essure use, breakage may occur and there is no alternative explanation, the breakage is considered related to essure insert. In this particular case, the exact date and mechanism of fallopian tube perforation is not known. Nevertheless, given its nature, a causal relationship with the suspect device cannot be excluded. This case was initially regarded as other reportable incident due to device breakage. However, after company internal process review this case was classified as incident due to serious injury. Based on the available information no product quality defect was confirmed.

Manufacturer narrative:
Product technical complaint investigation result was received on 25-nov-2015: (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The outer coils of the insert expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro- insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert in this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We were unable to confirm any quality defect or device malfunction at this time. The possibility of micro-insert breaking is an anticipated event and there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event(s) is not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her essure confirmation test showed the right coil was perforated with separation of the inner and outer coils (outer coil was fractured). These events were interpreted as fallopian tube perforation and device breakage. Perforation is listed according to essure's reference safety information. Device breakage is listed upon receipt of technical assessment. In this particular case, limited information was provided and the exact mechanism of the events is not known. Nevertheless, given their nature a causal relationship with the suspect device cannot be excluded. This case was regarded as other reportable incident due to device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Based on the available information, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Further information is being sought.